Event description:
It was reported that the pump battery intermittently took longer to charge the pump than expected, and subsequently the pump shutdown. Customer¿s blood glucose level was 137 mg/dl. Reportedly, the pump was plugged into a power source to charge and was turned back on. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.